Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6). Implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the patient traveled yesterday and had to go through the screening devices, and since today, they experienced headaches and had issues with their devices connecting. Caller stated that when the patient tried to connect to their implantable n eurostimulator (ins)  to check how the ins battery and therapy was doing, then they mentioned that the patient described that the ins battery was "going really high" over 100%. During the call, caller also had the patient on another phone call and confirmed that the patient's therapy app was in spanish, so they were having trouble identifying the exact error screen/message that the patient was seeing. Caller then called the patient with video and confirmed that the communicator  was showing solid blue and green lights, but they also confirmed seeing the not found - communicator screen. Agent reviewed general device use and walked caller and patient through troubleshooting by resetting the communicator. Troubleshooting resolved the issue with the communicator connecting to the ins and patient confirmed that they were able to connect to their ins. Agent also reviewed programming guidance and mainly redirected the caller to their hcp to further address the issue regarding the patient's symptoms.